Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Lot #? On what tissue was the suture used? Was any medical / surgical intervention performed on the patient? Was there any other treatment ( medical or surgical intervention / antibiotics or prescription medication) / re-suturing provided to patient for the inflammation post-op ? Patient current condition?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced inflammation at the site on an unknown date post procedure and no absorption of the suture. The patient current condition is unknown. Additional information has been requested.